Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely there is no image showing due to a faulty printed circuit board. However, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, there was no image with the subject device. There was no patient involvement.